Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device battery gas gauge indicator had a fault. There was no information regarding patient involvement although, it was confirmed there was no health consequences or impact.

Manufacturer narrative:
Final investigation results are pending at this time. Preliminary investigation of log analysis and device testing has identified a potential hardware issue. Further analysis is required.

Manufacturer narrative:
New information received that the device was not in use at the time of the event. No patient involvement.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device battery gas gauge indicator had a fault. There was no reported patient involvement, therefore no health consequences or impact.